Event description:
It was reported that shaft break occurred. The complex target lesion was located in a coronary artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilation. However, it was noted that the shaft broke at 60cm from the hub. The device was not completely broken and was completely removed as a whole. The procedure was completed with a different device. No patient complications were reported.